Manufacturer narrative:
Device evaluation: the service engineer evaluated the ventilator and replaced the battery, bd power controller and distribution. The battery, bd power controller and distribution were returned for failure investigation. The battery was visually inspected with no noted anomalies. The battery was attached to the battery firmware tester and was found to have the correct firmware installed. The battery was tested and found to not charge and displayed characteristics of a hardware short circuit condition. With only the return of the battery, the analysis could not determine what caused this battery to display this condition. The returned bd power controller and distribution were found to have no notable conditions from the visual inspection. The parts were installed into the test ventilator, which was powered on without issue. The ventilator was then calibrated and extended self test (est) was initiated. The bd audio test failed 3 consecutive times, but passed all other tests. The analysis determined the c4 capacitor failing to discharge was the cause of the failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a battery error when turned on, battery was not charging and that a question mark is displayed on the status display for the battery . The ventilator was not in use on a patient at the time of the reported event. This event is being filed due to an incidental finding with the returned breath delivery (bd) power controller and distribution.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.